Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the black box showed (eaw- 150) an auto off timeout. The pump suspended alarm was recorded on (B)(6) 2015 at 11:21; deliveries resumed at 12:36. On (B)(6) 2015 at 06:45 auto off timeout- pump suspended alarm was recorded; deliveries never resumed. The bolus totals in bolus history were consistent with bolus totals in total daily dose (tdd) history at the time of reported event. A 10u audio bolus and 10u normal bolus were performed and both were accurately recorded in the pump bolus history. The bolus tdd history correctly showed 20.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 984 mg/dl with vomiting, diarrhea, nausea, abdominal pain and an unspecified level of ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was hospitalized and treated by their healthcare provider with insulin via pump and IV fluids. During troubleshooting with customer technical support, it was revealed that the bolus totals did not match, but the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. The reporter stated that the patient had signs/symptoms of the flu. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.